Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient underwent a replacement procedure of his spectra penile prosthesis (spp) due to malfunctioning device. Patient experienced discomfort. It was in tact and seem to be operating normally outside the body. Inside the body the device was not staying erect. The spectra 14 mm x 16 cm plus rte was removed and replaced with a tactra 13 mm.